Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapler was being applied to the appendix. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, opened another manual stapling handle. There was no patient harm. The patient outcome is alive, no injury. No reinforcement material was used.